Manufacturer narrative:
(B)(4). The set has not yet been returned for evaluation. A follow up MDR will be submitted following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid leaking inside. The source could not be identified. He was advised to contact his pd nurse. The set is available for evaluation but has not yet been returned. During follow up the patient reported he had no complications from the leak event.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint can not be confirmed. Visual inspection was performed and no defects were found. The device was simulated use tested. During the test no issues were detected, the test was completed successfully. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.